Manufacturer narrative:
Received one device, service history review identified there was no indication that the complaint was related to a service of the device within the review period. Customer complaint of, failed flow test, cannot be confirmed through, incoming inspection, performance verification tests and accuracy testing. Accuracy test # 1-20.4 ml. Probable cause is the tester may have been using an old tsm with different variables.

Event description:
It was reported that the device failed the flow test 3 times. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.